Event description:
During a case staff did not lock the rotation safety lock and table tilted and patient fell off. Reported patient was not hurt. Went through x rays and no injuries were reported.

Manufacturer narrative:
Per information received from further investigation and device evaluation, it was found that there was no problem with the device. Hospital personnel leaned on the table which led to flipping of the foot-end switch thus unlocking the foot end and causing the patient fall. It was also learned that the rotation safety lock was not locked by the staff despite the warning mentioned in the owner's manual which say "failure to ensure that the 180 degree rotation lock and the rotation safety lock are locked with the corresponding blue indicator lights on both the head-end column and hand pendant illuminated may result in harm to the patient, healthcare workers or device" no patient injury was reported after running the diagnostic test (x-ray).

Event description:
During a case staff did not lock the rotation safety lock and table tilted and patient fell off. Reported patient was not hurt. Went through x rays and no injuries were reported.